Event description:
The customer reorted a loss of positive end expiratory pressure (peep). The customer support engineer (cse) verified that the set peep went to zero cmh20 after one min. The cse inspected the device and replaced the autozero solenoids. The unit passed extended self testing. This report is not an admission by co. That this device caused or contributed to the evnet alleged in this report.